Event description:
Medtronic (covidien) received information through clinical trial data review. Solitaire fr2 was used to treat a left m1 occlusion. The device was reported to have achieving revascularization after 2 passes. The patient was also reported to have received IV-tpa. One day after the procedure, a head computerized tomography (CT) scan identified a subarachnoid hemorrhage that was related to the device. CT showed large perisulcal blood. The subarachnoid hemorrhage (sah) was treated with placement of extraventricular drain. The patient was reported to have expired 11 days post the procedure. Per the physician¿s opinion, the sah led to patient¿s death.

Manufacturer narrative:
Additional information: the device was not returned for analysis as it was discarded. The lot history record review was not possible since the lot number was not reported. Based on the reported information, there did not appear to have been any defect of the device during its use. No additional information was provided. Attempts were made without success. (B)(4).